Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for a cobas® sars-cov-2/influenza a/b assay. A customer from (B)(6) alleged that they received potential false positive results for patients¿ samples using the cobas® sars-cov-2/influenza a/b assay. The customer reported that they observed sars-cov-2 positive results for 10 patients¿ samples analyzed on the cobas liat system (s/n (B)(4)). The 10 patients¿ samples (same samples) were retested on different platform generating sars-cov-2 negative results for all 10 of the samples. Patients sample collection method was not provided. The customer confirmed there was no allegation of harm to the patients. Unknown if the results were reported out to the patients and/or personnel treating the patients. The investigation to assess the customer allegation has not yet been completed. Ten (10) mdrs will be filed one for each sample as per FDA guidance.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4)

Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. The patients' samples are indicative of samples at the limit of detection (lod) of the cobas® sars-cov-2/influenza a/b assay. Re-tested samples using other platforms may reveal differences between the cobas® sars-cov-2/influenza a/b assay and the competitor platforms lods which may explain the observed result discrepancies. Low levels of amplification were seen for each of these runs which could indicate a sample with a low viral load near the lod of the assay. Samples which contain this low quantity of viral material are expected to generate wavering results from run to run. (B)(4).

Manufacturer narrative:
An investigation was performed and concluded that for all of the runs alleged, there were no indications of false positive results. The alleged samples were retested on a different platform generating negative results. An assessment was performed on the dataset provided. Overall, the analyzer s/n (B)(4) is stable and performing as expected. No system related issues or anomalies were identified for the alleged runs. Given no anomalies were identified through the entirety of the investigation, the discrepancy experience may be due to differences in detection technologies used by the test used to retest the samples. Another factor that may have played a role could be the difference in sensitivity. Given the samples were retested in a lab, the way the samples were stored in between testing could have played a role in the sample quality. It was also never provided the type of collection kit being used by the customer; this could have played a role in the discrepancy observed as well. An investigation was performed on the reagent and ruled out any contribution to the allegation. The investigation concluded that no product problem was found. Updated to better reflect investigation conclusions. Changed the suspect medical device from the instrument to the assay and provided the lot number and exp date. (B)(4).